Event description:
It was reported that the ilet user experienced both hypoglycemia and hyperglycemia ranging from 39 mg/dl to 289 mg/dl, with episodes associated with incorrect meal size announcements and late or ¿less than¿ meal entries. A factory reset was completed and the user requested clinical re-education. Symptoms included severe hypoglycemia with a seizure, as well as asymptomatic hyperglycemia. Outcomes included no lasting health consequences. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device malfunction, a usage problem related to meal announcements and sizing, and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.